Manufacturer narrative:
H3: product analysis: part # 8880928, lot # 0999130w. Visual and optical inspection confirmed both of the peek tabs of the spacer have broken away from the spacer. There are witness marks on the backside of the spacer indicating that the spacer was impacted. Both tabs on the peek portion of the spacer have broken off indicating that the implant came in contact with bone and was pushed back, causing the ears to break off and that section of the implant to separate. This type of damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding an event which occurred during a l4-5 tlif procedure in a patient diagnosed with hivd. It was reported that when surgeon inserted the cage into l4-5 disc and the cage was broken. Surgeon removed the cage completely and replaced the new one and completed the procedure successfully. There was no patient symptom reported. There were no further complications reported regarding the event.